Event description:
Account states they are getting low sodium results that are higher when repeated. The incorrect results were not used to guide therapy. The field service rep found the tubing to the peristaltic pump was installed incorrectly and he repaired the instrument by connecting the tubing correctly.